Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient's symptoms were not related to the short v-v intervals.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/near syncope. Short v-v intervals were noted on the his bundle (right ventricular) (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.